Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section h unique identifier (UDI), a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that med station will not load pyxis program. A technical support specialist attempted to log into the station. The remote support service (rss) timed out, and the rss restart package was applied, but it did not resolve the issue. The tss called the customer to ask if they were still experiencing the issue and suggested rebooting the station to enable remote access. The customer confirmed that the station was working. The technical support specialist then logged into the station, confirmed the issue was resolved, attempted to restart the station, and verified that it did not go to a blue screen. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was unable to load the pyxis program and was stuck on the windows page. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was unable to load the pyxis program and was stuck on the windows page. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.